Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing at 3,819 joules and 0:39 minutes of use. The fiber tip/cap was not cleaned during the procedure. The procedure was completed with another fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing at 3,819 joules and 0:39 minutes of use. The fiber tip/cap was not cleaned during the procedure. The procedure was completed with another fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circuferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. Thus the potential for forward firing may exist. In additional the glass cap exhibited severe devitrification and the outer flow tubing open end had minor scratch marks. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.